Event description:
It was reported that during a gastric bypass procedure, on the initial firing the device did not fire properly. The staple line was inconsistent and the firing handle was stuck as the dr attempted to release it. The case was completed with another like device. There was no pt consequence.